Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a worldwide complaint database search was not possible as the required product code and lot number were not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using trilock rasps, started with starter broach, up to size 2. He tried to put the size 2 implant and the stem stayed very proud than the broach. He finally put a size 1 implant. There was a five minute surgical delay.